Event description:
Customer reported pediatric incident where someone unclipped the restraint. The date the issue was discovered is unknown and no patient injury was reported.

Manufacturer narrative:
Product was not returned for evaluation. Therefore, this event is reported based on the information provided by the customer. Customer communication found issue was a result of an application error. The customer is in process of developing next action steps. Additionally, tidi representative is scheduling another rounding with the customer and providing product samples of alternative products to (B)(6) restraint value analysis for review. The IFU application instructions state to attach the female end of the quick-release buckle (short strap) to the frame that moves with the patient, out of the patient¿s reach (do not attach to side rail or head/footboard). You may also wrap the connecting strap once around the frame to move the buckle out of the patient¿s reach. Secure by feeding the female end through the loop in the strap. Insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound, pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturing reference file (B)(4).